Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump with a battery low alarm was confirmed during product evaluation. This condition was caused by defective main batteries. The main batteries were replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. (B)(4). However, baxter will continue to monitor and report on death and serious injury (dsi) events to assess the impact on patient safety.

Event description:
A baxter service technician discovered a flo-gard infusion pump experienced a battery low alarm. This problem was identified during service and interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.